Event description:
It was reported by the customer the power PICC that was placed and now, the power PICC is having trouble infusing and drawing back. Patient has critical medications running in their power PICC continuously and when they don't infuse properly, they miss their medications and decompensate. Patient is under a year of age and the line is placed in their femoral vein. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.